Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca). The 15x2.0mm quantum maverick monorail balloon catheter was advanced to the target lesion for predilation and ruptured on the first inflation at 22atms after 10 seconds. The device was successfully removed from the patient and the procedure was completed with a non bsc device. No patient complications were reported with the patient's current condition listed at "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.